Manufacturer narrative:
This is a follow-up to reflect a change of part number from the original submission.the device was not returned.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during knee ablation, hardware removal screw ar-8740-36h, the first screwdriver shaft ar-8737-38 broke. The second test was tried with a second screwdriver with same part number, which broke too. Third test was with another manufacturer's screwdriver which broke also. Drilling the screw, there was deposit of titanium filings in the tissues subcutaneous. It was not retrieved. It remains in patient. It was not necessary to switch the surgical technique or do a second surgery. Update 12-apr-2019: batch number of screw is 1391608. Surgeon took another manufacturer's drill and drilled the screw head because there were some fragments. Because of drilling, the head of screw broke and remained in patient. Surgeon was not able to remove the screw because it is too small. There was no abrasion, only fragments of screw remains in patient.